Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that during use of the seldinger, after successful puncture, the guide wire was inserted. Following removal of the introducer needle, it was found that the introducer sheath could not pass through the guide wire since the distal end of the guide wire was thickened. This led to trimming with scissors during use. But the trimming was difficult and there were powders rising from the trimming on the guide wire. No other information was provided.